Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
EU complainant reported the patient was on impella 5.5 support and during support, there was high purge pressure. Tissue plasma activator was added to the purge. It was recommended to replace the pump, however staff monitored and support continued. The patient survived the event.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. Neither the impella device nor the data logs were returned for evaluation. Additionally, clinical details provided were limited to determine the root cause. Therefore, the root cause of the high purge pressure could not be determined. Added h6 impact code 4644